Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during a revision acl (unrelated to any product issue) the surgeon was attempting to back out the original fixation screw from the bone using a "sling shot" driver, a portion of the driver tip broke off into the screw head. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the pt. The complaint device was discarded at the user facility.